Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced significant physical pain and has undergone surgery and revisionary procedures. All other information, including the patient's current condition, is unknown and reportedly unavailable.